Manufacturer narrative:
(B)(4). Customer returned pump for alleged failed battery alarm and low battery alert found on (B)(6) 2020. Insulin pump passed displacement test, sleep current measurement, and active current measurement. Pump failed self test due to no vibration. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Verified the pump alarmed failed battery alarm in pump downloaded history on (B)(6) 2020 at time 02:50:53.000. Verified the pump alarmed low battery alert in pump downloaded history on (B)(6) 2020 at time 06:32:00.000. Verified the pump alarmed pump error in pump downloaded history on (B)(6) 2020 at time 07:29:07.000 due to software error. Pump was cut open to perform visual inspection and moisture damage was found on the harness assembly vibrator. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, cracked retainer, corroded battery tube. Pump failed self test due to no vibration, problem isolated to corroded harness assembly vibrator. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom

Event description:
Information received by medtronic indicated that the insulin pump had failed battery alarm after inserting the battery. Customer reported battery compartment of pump was over heating and this issue recurred for several times. It was reported that the customer was treated with the insulin pen. No harm requiring medical intervention was reported. The customer will continue the use of device.